Event description:
It was reported the pt lost stimulation. Diagnostic testing revealed invalid impedance readings. X-rays revealed the lead was fractured. The pt will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.